Manufacturer narrative:
Correction: the correct implantation date is (B)(6) 2014, not april 14th, 2013, as previously reported. The report is filed october 8, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to extrusion of the receiver stimulator. Re-implantation is planned, however, has yet to take place as of the date of ths report, (B)(6) 2015.